Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. It was also reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose was 117 - 140 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.